Manufacturer narrative:
The pod arrived partially deployed with the slide insert fully visible through the top housing window and the formed needle extended past the bottom housing window. Review of the download data revealed that the pod was in pod state 15, delivered a total of 55 pulses, completed both priming sequences and was deactivated by the user after completion of second prime. No timeouts or drive stalls were observed. Inspection of the bottom housing found damage on the environmental seal. Due to the impact of the hard cannula on the environmental seal the cannula was found to be entirely damaged. The formed needle deploying into the environmental seal is a result of the pod chassis sub assembly being incorrectly installed into the bottom housing. This incorrect installment of the pod chassis sub assembly resulted in the needle mechanism assembly failing to deploy as expected. It can be observed that the component damages can be attributed to the incorrectly chassis sub assembly.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. A new pod was placed and activated. No treatment was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.